Manufacturer narrative:
Additional information obtained: lot number added.

Manufacturer narrative:
The associated journey bcs articular insert was returned and evaluated. A lab analysis conducted during this investigation indicated that damage and deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty, even under carefully controlled conditions. The locking mechanism is damaged, likely due to removal. The post is deformed. There were no observations of material or manufacturing deviations in the course of this investigation. A clinical analysis noted there was no injury or impact to patient reported. Since no patient injury is being reported, no further medical assessment is warranted. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a during a tka procedure, revision surgery was performed and the articular insert post was found to be damaged. No delay reported. Backup device available. No injury or impact to patient reported.